Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal popliteal. During the procedure using crossover access, when deploying the supera 4x150x120 stent, the distal catheter tip was caught in the stent struts. The entire system (stent and delivery system) was withdrawn; however, the distal catheter tip separated and was released in the artery during removal. It was not possible to extract it. The lesion was pre-dilated during 3 minutes before the procedure. A second intervention is required to extract the piece from the artery (surgically). No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. The difficult to deploy could not be confirmed as they were based on case circumstances. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, new information as follows: the vessel was heavily calcified. The stent implant was deployed in the vessel. The stent delivery system device was removed under fluoroscopy. The patient underwent a percutaneous coronary intervention on (B)(6) 2014 during which the stent was redilated at 4 mm and the final result seemed good. The separated distal tip remains in the patient. No additional information was provided.